Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the saphenous vein graft to the obtuse marginal coronary artery. The 3.5x28 mm nc trek was being loaded on to the guide wire when the proximal shaft of the nc trek separated in two pieces outside the anatomy. The separated segment was manually removed. Another nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.